Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The download data showed that an 0x68 occlusion alarm had been generated. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion. The exact cause of the 0x68 occlusion alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl). The pod was reportedly leaking while worn for between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent.. As treatment, an insulin injection of 12 units was administered for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.